Manufacturer narrative:
Customer service performed troubleshooting with the customer, including inspecting the faceplate and back plate for damage; inspecting and cleaning the diaphragm; disassembling, inspecting, cleaning and reassembling the kit and tubing set; and verifying correct breast shield fit. Following troubleshooting, the customer indicated that the pump seemed to be working normally. Follow up by a medela clinician went unanswered by the customer. Based on the results of (B)(6), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2017, the customer alleged that she had pain while using her pump in style breast pump. She uses the pump at max setting to get all of the milk out. Mom also had condensation in the tubing. She has gotten mastitis from having clogged ducts. She is breastfeeding and pumping and is not sure if the mastitis was caused by the pump or breastfeeding. She went to the doctor due to experiencing flu like symptoms. She was prescribed cephalexin and is starting to feel better. Mom is in pain while pumping or breastfeeding due to the mastitis.